Manufacturer narrative:
The device manufacture date listed in the initial report, submitted july 7, 2016, was incorrect. The correct date of manufacture is 03/14/2013.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped at the start of cec. There was an audible alarm, but no visual alarm. The pump was hand cranked until it could be restarted. The pump worked normally for a few minutes and then stopped again. The pump could not be restarted and the whole console was replaced for the procedure. There was no patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative found that the pump was linked to the pressure, level and bubble sensor modules. The 3 modules were checked and were found to be working correctly. The cover alarm was also tested and found to be working properly. Flash reports were created for the pump and each of the 3 modules and sent to sorin group (B)(4) for further investigation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped at the start of cec. There was an audible alarm, but no visual alarm. The pump was hand cranked until it could be restarted. The pump worked normally for a few minutes and then stopped again. The pump could not be restarted and the whole console was replaced for the procedure. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The serial readouts performed by the sorin group field service representative were sent to sorin group (B)(4) for analysis. During analysis, several cover failures were identified. The serial readout showed that the pump stopped each time and displayed a visual alarm and sounded an acoustic alarm. The readout did not reveal any hardware or software details. Though the cover sensor tested okay, the field service representative replaced the cover sensor as a precaution. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. There is no trend for this kind of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Serial readout analysis performed.